Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed events and a pump stop while the device was connected to the mobile power unit (mpu). Although a specific cause for these events could not be conclusively determined, based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. It was reported on (B)(6) 2021 that three low speed alarms were noted in the controller history from (B)(6) of 2020. The patient was stable as of (B)(6) 2021 with baseline pump parameters. X-rays of the driveline were taken, and the patient was placed on an ungrounded patient cable. The low speed events were thought to be due to driveline damage, and the patient was asymptomatic as of (B)(6) 2021. A distal driveline repair/replacement was performed by abbott technical services on (B)(6) 2021. No immediate issues were noted after the patient was back on a grounded patient cable; however, the patient experienced alarms the night of (B)(6) 2021. Long term goals were discussed, and it was reported that the patient decided to continue on (B)(6) with an ungrounded patient cable at home. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted driveline photo showed no obvious damage or abnormalities. The submitted log files collectively contained data from (B)(6) 2020 through (B)(6) 2021. Events consistent with a driveline repair on (B)(6) 2021 were captured between 11:11:03 and 11:16:42 on (B)(6) 2021. On (B)(6) 2021 between 21:30:41 and 21:31:19, low speed events and a pump stop were captured while one power cable was connected to the mobile power unit (mpu) and the other power cable was connected to a 14-volt battery. The low speed event resolved after the power cable was disconnected from the mpu on (B)(6) 2021 at 21:32:01. The pump otherwise maintained a stable speed above the low speed limit without issue. There were no other notable alarms active in the log files. The report of low speed alarms in (B)(6) of 2020, recorded in the controller history, were unable to be confirmed as the submitted log files did not contain data from that time. A specific cause for the low speed alarms in (B)(6) of 2020 could not be conclusively determined through this evaluation. Approximately 21.0¿ of the distal end of the driveline was returned with a previous driveline repair at approximately 16.0¿ from the controller connector. The controller connector and silicone jacket appeared unremarkable. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The bionate layer was unremarkable. The bionate was removed and slight metal braided shield breakdown was noted at approximately 2.5¿ and 5.0¿ from the controller connector. The shielding was removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents outline all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the original driveline, serial number (B)(6), and the previous driveline repair kit, serial number (B)(6), were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11nov2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on 21jan2021 that log file was submitted for the patient who presented to the clinic and there were 3 times low speed alarms noted on controller previous to the submitted log file, for which the specific date is unclear (log file date range (B)(6) 2020 7:42 (B)(6) 2021 10:51). No low speed alarms seen since then and patient has been stable and vad (ventricular assist device) parameters were at baseline. Log file review revealed a few clusters of pulsatility index (pi) events as well as routine power source changes. X-rays sent in for review contained no obvious areas of concern; however, the reported pi events and speed was suspected short to shield. The patient had no reported symptoms and was provided with power module and ungrounded cable. On (B)(6) 2021 the patient had an external percutaneous lead repair with approximately 3 inches from exit site replaced. No issues were noted after the patient was back on the grounded patient cable. Post driveline repair; however, patient stated started having alarms at home at night. Had been on batteries after alarms occurred. Seen in clinic, on grounded cable to power module without any issues noted. Log file confirmed additional speed drops below the low speed limit and a pump stop on (B)(6) 2021 between 21:30 and 21:31 which occurred with the white lead connected to the mpu (mobile power unit) and the black lead connected to a 14-volt battery. The log file showed that once the white lead was disconnected from the mpu, the pump returned to operating at the set speed. The long-term goal was for the patient to be home with power module and ungrounded cable as that is what the patient requested. No additional information provided.